Manufacturer narrative:
The specimen was collected in a 7ml, bd, lithium heparin tube and centrifuged at 3,400 rpm for 10 minutes at 10 degree c. System checks performed two times in 2007 were within specifications. Qc level I was out of specifications high on six days later at 12:17am, and recovered within range upon repeat. Qc level iii was out of specifications high on the same month at 12:20 am. Qc was repeated for both days and recovered within specifications. A customer technical service (cts) advised the customer not to use the instrument until verified by service. A field service engineer (fse) was dispatched to the customer's lab: the fse performed a major preventive maintenance (pm) to the instrument. The fse conducted diagnostic testing which passed. The fse ran qc and accu tni qc level iii was out of range. The fse recalibrated accu tni and then repeated qc which was still out of range. The fse verified peer group data and advised customer to adjust their qc ranges. The fse verified the instrument per established procedures. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding an erroneously high troponin (accu tni) result from a single patient sample that was generated by the access 2 instrument. A patient sample was tested for accu tni and a result of 0.75ng/ml was obtained. The result was not reported out of the lab. The original sample was re-tested for accu tni on a different instrument in the customer's lab and 2 lower results were obtained (2x 0.02ng/ml). The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.